Event description:
The patient was admitted to the hospital for low blood pressure, abdominal pain, and cloudy effluent. The same day the patient was diagnosed with peritonitis. Per the nurse, the peritonitis turned into sepsis and the home patient died the next day while still hospitalized. Treatment was reportedly vancomycin (dose, frequency, and route not reported), and an antifungal (unknown type, dose, frequency, and route). An autopsy was not performed. Peritoneal dialysis therapy was ongoing at the time of death. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot number gd893875 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.